Event description:
It was reported that the patient had one lead with high impedance. The patient underwent a revision procedure wherein a coverage paddle was added. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.